Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two (2) weeks post-implantation, the patient experienced a dislocation of the femoral head from the polyethylene bearing. All devices were explanted and replaced with a competitor system without reported complication. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: femoral head 12/14 taper 28 mm diameter +7.0 mm neck length: catalog#00801802804, lot#3205795; avan cmntd shell ss 50mm: catalog#p0463050, lot#001889647. G2: foreign - event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.